Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The steerable guiding catheter (sgc) was returned and the reported leak in the dilator was confirmed via returned device analysis. A review of the lot history record revealed no non-conformances issued to the reported lot that would have contributed to this event. A query of the complaint-handling database identified no other incidents reported for this lot. An expanded review was conducted that identified an issue potentially related to manufacturing. Further assessment of this issue per site operating procedures is being performed. Corrective and preventative actions are in the process of being implemented to address the issue per internal governing procedures. The performance of these devices will continue to be monitored.

Event description:
Subsequent to the previously filed medwatch, additional information reported that after the leak was observed in the dilator, air bubbles were forming, and fluid column was lost. More air went into the valve. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak observed in the steerable guiding catheter dilator during preparation, which has the potential of air leak/embolism if it were used in the anatomy. It was reported that during preparation of the dilator, a leak was observed. The location of the leak could not be determined and an air bubble was noted at the flush port; therefore, the dilator was not used in the anatomy. There was no patient involvement. No additional information was provided.